Manufacturer narrative:
Following explant surgery, the doctor cleaned the wound and used antibiotics to control the infection.

Manufacturer narrative:
Bipolar electrocautery was used during explant surgery. The recipient's infection has reportedly healed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is believed to be due to electrostatic discharge (esd) damage induced prior to receipt. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained due to electrostatic discharge (esd) damage believed to be induced prior to receipt. This is not believed to be related to the return reason. This is the final report.

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient's device was explanted. The recipient will be reimplanted once the infection resolves. The recipient is healing well.